Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2025. It was reported that the patient developed a rash under the lifevest equipment prior to passing. There was no alleged device malfunction contributing to the irritation. The patient¿s provider discontinued use of the lifevest due to patient getting skin rashes and being uncomfortable. Outcome of the irritation is unknown as the patient has since passed away. There is no indication that the skin irritation caused or contributed to the patient¿s passing. Per review of patient flag files, the patient last wore the device on (B)(6) 2024. The device was shutdown at (B)(6) 2024 on 3:26:22 pm. The patient was not wearing the device at the time of passing on (B)(6) 2025. The equipment was returned and found to be fully functional and able to detect and treat a patient. There is no indication at this time that the device caused or contributed to the patient death. The patient was not wearing device because of skin irritation.